Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after a physician mode recharge (pmr) recovery, the total recharge count is (B)(4). The last recorded recharge session done while the device was implanted occurred on (B)(4) 2014. The device was recharged for 2 hours 44 minutes and the battery charged from 3.670v to 3.805v. The battery discharged to the lock mode on (B)(4) 2014. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. A normal recharge was started manually after a pmr. The recharger had full coupling and the ins recharged for 5-hours 3-minutes from 1.995v to 3.955v. Charging was interrupted to obtain the ir and trace report. Charging resumed for 5 hours 20 minutes bringing the battery voltage to 4.030v.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient was unable to charge the battery. They were unable to do a trickle charge and restart the battery. They were unable to readout the battery, since the battery was dead. There was no normal battery depletion and it was replaced. The battery was explanted and returned to the manufacturer for analysis. There was no patient death or injury, and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.